Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was visually inspected, and no physical damage was found to the unit and the reported issue was unconfirmed. Temperature cable worked intermittently. Pump hours was 4877 and system hours was 5168. As per follow up information received on 19sep2023. The device was repaired at bd facility. The faulty temperature cable has been replaced. The circulation and mixing pumps, heater and drain ports has been replaced as part of apm. An electrical safety test was performed on the a system. The arctic sun device was sanitized, evaluated and was found to function in accordance with manufacturer specifications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was visually inspected, and no physical damage was found to the unit and the reported issue was unconfirmed. Temperature cable worked intermittently. Pump hours was 4877 and system hours was 5168.